Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11 the lot # 3000420628 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, b5, g3, g6, h2, h6, h11. Corrected sections: h6--medical device ¿ problem code corrected from "3190" to "2907".

Event description:
It was reported at the start of the procedure, the vasoview hemopro 2 port/tubing pulled off of the btt. When the harvester tried to attach the co2 line from the wall to the co2 port/line of the btt. The co2 port/line pulled off of the btt and became detached. There is a little piece of tubing on the btt where co2 is hooked up. That piece of tubing came off the btt as soon as he grabbed it to hook it up to the co2 line from the wall. This was at the start of the procedure and happened the first time the harvested touched or manipulated the btt to use. The case was completed without incident or further delay by opening a new accessory kit. There was no patient harm.

Manufacturer narrative:
Trackwise ID#(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 had the port/tubing pulled off the btt when the co2 was to be connected. This was at the start of the procedure and happened the first time the harvested touched or manipulated the btt to use. The case was completed without incident or further delay by opening a new accessory kit. There was no patient harm.